Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. There were no patient images available for review. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Limited patient records were available and the device was not returned for evaluation. Potential contributing factors to the reported event include; acetylsalicylic acid (asa) therapy, patient anatomy, the repair of a previous ruptured aneurysm including the addition of more devices, and the stent collapse 4 month prior to the reported event.

Event description:
See attached file for resubmission.